Manufacturer narrative:
(B) (4).

Event description:
The pt's 2 deep brain stimulators were turned off prior to surgery. Afterward surgery, the pt's legs were freezing up. The pt was seen by their hcp, who found that one of the deep brain stimulators was turned off. It was believed to have been turned back on after surgery. Several days later, the contra lateral device was found to be off. It was believed that the device turned off on its own. The stimulator may have been affected by a microwave. Additional info has been requested. A f/u report will be submitted if additional info becomes available.